Manufacturer narrative:
Continued: h6- f2203. Visual analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations were carried out. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Physician reported left side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, broken device on posterior side assessed as surgical impact opening. (Shell thickness was within specification). Additional observations: ¿ non penetrating nick observed. ¿ yellow particles observed. No further actions are required as the device was implanted.

Event description:
Physician reported left side rupture. Device has been explanted.